Event description:
Surgeon reported via our sales rep, that he was conducting a surgery procedure. During the surgery, he have problems with the distal locking. According to the surgeon, the drill hit the locking bolt. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.